Event description:
On (B)(6) 2010, the patient reported that the up and down buttons on her insulin infusion device work intermittently. She stated she noticed the up button issue while trying to activate the backlight and the down button issue while trying to deliver a bonus. The buttons pop up when pressed and his device has not been dropped. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.